Manufacturer narrative:
A representative of the customer has advised that they are unaware of this event and that this iabp have since been placed out of service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test at 42 minutes, when the required time is135 minutes. The circumstance of this event is unknown; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Customer owns equipment and has chosen a company called specialty care for their service provider. If additional information is provided by the customer, we will submit a supplemental report. (B)(4).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test at 42 minutes, when the required time is 135 minute test. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.